Event description:
It was reported the patient (B)(6) is no longer receiving stimulation (date of event is unknown). Diagnostics revealed invalid impedance values for the lead. Surgical intervention will be taken at a later date to address the issue. At this time, the device information is unknown. Concomitant medical products: the implant date is unknown for the device below: model 3608, scs ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.